Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had so much morphine when they first got the device, that they were "out of it" and didn't know how to work the patient programmer. They further provided that they didn¿t feel any stimulation, so they didn't know if it was even on. During the call, it was confirmed that the patient did not feel stimulation and the therapy was on. It was noted that the catheter was taken out the day prior to the report, so it was difficult for the patient to tell if it was helping or not. The patient mentioned that they were unable to make it to the bathroom the day prior to the report. They noted that they were implanted for frequency. They stated that they also had a difficult time having a bowel movement yesterday. They were only able to get "a little bit at a time." It was provided that they did think the therapy was more or less helping by 50% . After increasing the amplitude to 3.9v, the patient felt stimulation at the implantable neurostimulator (ins) location. The patient mentioned that they were on home health now, and had a follow-up appointment scheduled with the healthcare provider (hcp) on (B)(6) 2017. On (B)(6) 2017, the patient reported that they again had poor communication on their programmer. They were also not feeling stimulation. They had talked to the hcp, and were instructed not to increase past 4.0v, but wanted them to go to level 2. The patient tried to communicate with and without the antenna. The patient thought that they were going to take the bandage off the next day, and stated that they would schedule another appointment. The patient stated that when they programmed it, they really felt the stimulation. They were unable to remember when they no longer felt it. It was noted that they were not going to the bathroom constantly, but were having a little leakage. It was further indicated that the patient has had problems, and has called patient services everyday. The patient mentioned that they were set yesterday and it seemed to be helping with their bladder issues, but was stimulating or "moving" their bowels. The y indicated that they turned the stimulation off and left a message at the hcp's office. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.